Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced lead migration. The patient lost effective therapy due to this issue. As a result, the l1 lead was explanted and replaced to address the issue.